Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to unexpected longevity. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-35 lead, implanted (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. This device was included in a field action. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.